Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2021 due to unknown causes. No alarms were reported in association with this event. Privacy laws reportedly prohibit the customer from providing information regarding the case. No autopsy was performed, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to unknown causes. Due to patient privacy laws, no additional information will be provided.